Event description:
The dentist reported that 7 months after the dental implant was installed in intraoral region #9 it was verified its non osseointegration. A 50 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type ii and bone graft was executed. The implant was carried out immediately.

Manufacturer narrative:
(B)(4).